Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 3 . Reference MFR. Report#: 1627487-2017-05611, reference MFR. Report #: 1627487-2017-05616. It was reported lead migration occurred due to readjustments during the patient's physical therapy. Physician opted to explant entire scs system on (B)(6) 2017 and implant a drg system. Therapy was restored post-op.